Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Transient ischemic attack is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent successful stenting of the basilar and right vertebral artery. However, the patient suffered a transient ischemic attack (tia) in the territory of the treated basilar artery. The tia resolved the following day without sequelae. The physician reported the tia was possibly related to the device.

Event description:
The patient underwent successful stenting of the basilar and right vertebral artery. However, the patient suffered a transient ischemic attack (tia) in the territory of the treated basilar artery. The tia resolved the following day without sequelae. The physician reported the tia was unrelated to the devices.

Event description:
The patient underwent successful stenting of the basilar and right vertebral artery. However, the patient suffered a transient ischemic attack (tia) in the territory of the treated basilar artery. The tia resolved the following day without sequelae. The physician reported the tia was unrelated to the devices.